Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery had a "charging issue". Contact did not provide further information. There was no reported impact to customer's blood glucose. As tandem technical support was not contacted at the time of the reported issue, a possible cause of the event could not be determined.